Event description:
The customer reported to olympus, the high flow insufflation unit turns off spontaneously. The on/off button is on and after that there seems to be no more voltage, power supply or mainboard causing a e03 (mainboard error). There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the main printed circuit board (pcb) needed to be replaced if a e03 error occurred. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction: b5 (information was inadvertently not included in the initial medwatch # 90926 for 8010047-2022-10059). This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review, additional information from the reporter and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. As the failure was unable to be reproduced during device evaluation, the cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. The failure occurred during a procedure. The procedure was completed with a similar device. There was no delay in the procedure that the user considered to be a serious deterioration in the state of health.